Manufacturer narrative:
The field service representative ran performance testing on the analyzer. A specific root cause could not be determined based on the provided information. A general malfunction of the analyzer or assays can be excluded. A temporary contamination or clotting of the measuring cell is likely the root cause of the increased tpsa results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer reported that they measured a total of 24 patient samples for total prostate-specific antigen (tpsa) on (B)(6) 2016. After receiving a complaint about one of the samples, the customer verified the results from all samples. Results from a total of three of these samples were questioned. It was stated that the questioned samples were measured immediately after a sample with a very high tpsa value of 1212 ng/ml. All samples measured before this high sample were said to have results that were either very low or confirmed in subsequent measurements. The customer assumes that a sample carry over occurred from the sample with the very high result. Of the questioned results, erroneous results for two patient samples were reported outside of the laboratory. Both samples were from patients who received a prostatectomy. It was stated that previous measurements from these patients showed very low values. The first sample initially resulted as 0.702 ng/ml and this value was reported outside of the laboratory. The sample was repeated, resulting as <0.01 ng/ml. The second sample initially resulted as 1.14 ng/ml and this value was reported outside of the laboratory. The sample was repeated, resulting as <0.01 ng/ml. The patients were not adversely affected. The tpsa reagent lot number was 185611. The reagent expiration date was asked for, but not provided.